Manufacturer narrative:
(B)(4). Date sent 10/15/2025 d4 batch # unk b3: only event year known: 2024 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot#904c12 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the review of device reconciliation forms for market seeding cases provided by global strategic marketing, it was identified that devices from the incorrect glc80 (echelon linear¿ cutter) batch were shipped to customers. Per the market seeding protocol only sterile devices were meant to be shipped for customer use. The reconciliation forms have confirmed that glc80 devices from packaging batch 904c12 / device batch 150f80 that were incorrectly shipped to sales representatives for us seeding cases. Devices from this packaging batch were non-sterile products meant for sales representative demos and not intended to be used for actual surgical procedures. They have confirmed that the device used in this surgical procedure was not sterile prior to being used in the surgical procedure. No patient consequence is reported.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. Corrected data: 6. Medical device problem code. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, however, the device was incorrectly distributed. The lot#904c12 history records were reviewed and the device was manufactured via a validation build protocol. The batch met all manufacturing criteria, but the batch was not certified as it was not intended for sale.